Event description:
It was reported that the patient was unable to adjust stimulation on the day of the report. The ¿call your doctor¿ icon was displayed with an out of regulation (oor) error. When the patient pressed the navigator key to clear the oor, it did not clear. The day of the report, the patient felt a sharp spark (also stated as a shocking/jolting sensation) down her neck and back. There were no falls. Of note, two days prior, the patient had fallen asleep sitting up and noticed a kink in her neck; however, the patient was unsure if the kink in her neck 2 days prior had anything to do with the shocking. Additional information regarding troubleshooting, interventions and outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).